Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. Analysis indicated the guidewire was broken. The guidewire was kinked. The guidewire was unraveled. Visual analysis of the lead indicated damage during use. The analyst noted only a fragment of the guidewire tip was received. It was broke and stuck in lead. The rest of guidewire was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the lead was placed it had retracted. The guidewire was advanced through the lead, but it immediately curled up at the tip of the lead. The lead and guidewire were removed as a unit and the guidewire would not retract outside the body with significant force. The lead was never implanted and a new lead was used. The guidewire subsequently tested out of specification during manufacturer¿s analysis and was noted to be unraveled. The physician then attempted to use the lead with a different guide wire but could not advance the guidewire through the lead tip. No patient complications have been reported as a result of this event.